Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the mobile device lost power. No injury or medical intervention was reported.